Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the tandem usb cable was bent and would not charge the pump. Customer reported an elevated blood glucose (bg) level of 440 (mg/dl) and delivered injections and pens. A replacement cable was sent to the customer.